Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirm hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by increased insulin dosing in response to prolonged hyperglycemia from the ilet as well as an injection of correction insulin delivered by the user's healthcare provider, resulting in an excess of insulin relative to the user's need. Having the device volume set to "off" likely contributed to the severity of the event, as the user was not able to respond to the hyperglycemia earlier, which would have decreased the risk of hypoglycemia later.

Event description:
On 9/6/24 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 6/9/24. The user reported experiencing a high bg event while at camp on 6/9/24, which was attributed to forgetting to reconnect their ilet system after a shower. This oversight led to bg levels exceeding 400 mg/dl overnight. Upon discovering the disconnection in the morning, the user checked for ketones, which were moderate, and administered a manual injection to reduce their bg to around 300 mg/dl. During this period, the user experienced nausea and vomiting, likely exacerbated by their existing gastroparesis. After reconnecting the ilet at 300 mg/dl, bg levels rapidly declined, reaching 56 mg/dl, resulting in the user losing consciousness. Endocrinologists at the camp provided an IV of dextrose, successfully raising the user's bg. Ems was not called, and the user was able to resume activities at camp. Following this event, the user became cautious and switched to multiple daily injections (mdi) for over a month.